Event description:
The event involved a plum 360 where it was reported that during the period from 06:00 am of 25-sep-2024 until 02:00 pm of 25-sep-2024 the pump presented over delivery of the infusion drug obinutuzumab. The medication was prepared in a 250 ml bag and ended three hours earlier than expected. The product status at the time of event was during infusion. The event occurred during patient use; no harm was reported.

Manufacturer narrative:
The events at the time and date reported by the customer were reviewed and several scheduled infusions were found. In the time period from 7:00 to 12:29 on september 25, 2024, 5 scheduled infusions were found. The sum of the 5 infusions gives a total of 1169 ml delivered in a time of 5 hours 29 minutes. According to the customer experience, an over-delivery of 250 ml of the medication in 3 hours is reported. The only infusion related to 250 ml lasted 1 hour, infusing 250 ml from 11:30 to 12:29 on september 25, 2024. The customer does not report the complete data such as duration and infusion rate however, evidence of the infusion of 250 ml to be delivered in 1 hour and the programming made from 7 am is found in the events so that the customer is aware of what was programmed, what was infused and determines what happened in the event. Customer protocol tests there is no complete programming information to performer the protocol. However, delivery and functional tests are performed to rule out any failure in the device. The functional tests passed correctly. Probable cause: it is possible that it is a user error programming because the last infusion performed on the device was programmed with a volume to be infused of 250 ml of medication (value related to the customer report) with a duration of 1 hour. The over delivery could have been caused by an error in the infusion rate. Additional reporter: (B)(6).